Manufacturer narrative:
Additional information was received on 10/23/18 providing the patients weight of 240 lbs. Therefore, weight of patient and weight unit have been updated. In addition, it was stated that the patient underwent another procedure and had another adverse event. The new adverse event will be reported under manufacturer's reference number (B)(4). Manufacturer reference # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Additional clarification was requested to obtain the product information. However, no information has been made available as it was stated that the products were disposed of. Therefore, since the catheter information is not available, an impacted product was created using a generic code for thermocool® smart touch¿ bi-directional navigation catheter. If additional information is received regarding this product, a supplemental 3500a report will be submitted to the FDA. Concomitant product: non ¿ biosense webster, inc. - brk-1 transseptal needle , non ¿ biosense webster, inc. - st. Jude medical agilis sheath. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with an unknown biosense webster, inc. Ablation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, a cardiac tamponade was confirmed. A pericardiocentesis was performed to remove 350cc¿s of fluid from the pericardium. The patient was stabilized and transferred to the cardiac care unit (ccu) for observation. The patient¿s outcome is fully recovered with no residual effects. There is no information about the hospitalization. The physician¿s opinion regarding the cause of the adverse event is that it might have been caused by a steam pop that occurred during the ablation. There were no issues reported in any biosense webster, inc. Product during the procedure. The transseptal puncture was performed with a brk-1 transseptal needle and a st. Jude medical agilis sheath. The generator parameters included power control mode with a temperature cut-off at 40 degrees celsius and no power cut-off. The power did not titrate during the ablation. The catheter irrigation was set at 8ml/min <30 w and 15 ml/min >= 30 w. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) of 300-350 seconds. The steam pop was assessed as not reportable. Steam pop's are a normal physiological reaction of the tissue. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.